Manufacturer narrative:
The initial reported event of lead fracture and faulty shocks were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) pace/sense/defib lead was suspected of having fractured. The lead was removed and returned. A new rv lead was implanted. It also was reported that the patient's device was removed and replaced during the same procedure as a result of the rv lead event. There were no patient complications reported as a result of this event. (B)(6) 2011 it was further reported that the patient received many faulty shocks. No patient complications have been reported as a result of this event.